Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensors were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure that affected mechanical ventilation. There was no report of patient involvement.